Event description:
It was reported the patient had candidiasis. It was stated interventions included medical or non-surgical therapy of antibiotics. It was stated the patient had some vaginal burning and itching. It was stated the patient resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, indicated the patient was not implanted with any devices at the time of the event. Additional review also determined etiology was new illness, injury which indicates the event was not related to the patient's device or implant procedure.